Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure or interaction with accessory devices, patient anatomy and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interaction with accessory devices or the moderately calcified lesion/anatomy, such that the balloon ruptured upon the inflation at 4 atmospheres (atm), which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that during a procedure in the mid left anterior descending artery, the voyager nc balloon ruptured at 4 atmospheres during pre-dilatation. The vessel and lesion site were characterized as being moderately tortuous and calcified, concentric, de novo and 90% stenosed. A non-abbott balloon catheter was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.